Event description:
It was reported by the customer, the control module needs an ex upgrade. No patient involvement occurred.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.